Manufacturer narrative:
Software upgrade to sp06 is being scheduled to fix the reported issue. No report of patient involvement.

Event description:
The hospital reported that, upon turning on the machine, system malfunction, "acb dcb com fail" error message appeared. There was no reported patient involvement.

Manufacturer narrative:
The initial MDR 2112667-2017-01196 was filed in error as a duplicate of MDR 2112667-2017-01130.